Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging an unspecified intermittent error message on her one touch ultra 2 meter. The patient mentioned that the alleged issue began 3-4 months ago. The patient continued to take his usual dosage of medication. At an unspecified time after the alleged issue began the patient began to sweat and denied seeking any medical attention or contacting their physician for assistance. This is not the first time the product was being used. The alleged issue was resolved via troubleshooting. The complaint is being reported since the patient alleged that due to the meter giving an unspecified error message, she was unable to test and later developed symptom suggestive of a serious injury.